Manufacturer narrative:
Device not returned to manufacturer for investigation.

Event description:
It was reported that during a procedure at the user facility the safety of the device was switching during operation. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.